Manufacturer narrative:
Pc-(B)(4). No device associated with this report was received for examination. Provided x-ray images confirmed the reported event. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # ==> pc-(B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgery was delayed to find any broken implant in patient. It was revised as during reduction after final implantation came out.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2018 sales rep (B)(6) came to know through dr (B)(6), (B)(6) hospital about a complaint for broken implant. A patient with lps implant done few years back has come back with broken stem. Complete history not known operated at (B)(6) hospital few years back.